Event description:
It was reported that the device had pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of pressure sensor failure was not confirmed via log analysis. The suspect¿s event log did not contain any errors that could have contributed to the reported event. Inspection and laboratory testing could not be performed because the device was not returned for investigation. ¿ review of the pump module error log found no issues relevant to the reported concern. ¿ testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. The alaris system user manual v12.1 states to ensure the following when preparing an infusion: o ensure that the administration set is properly loaded into the device. Failure to do so might lead to an instrument malfunction. O before operating the instrument, verify that the administration set is free from kinks and correctly installed. O ensure the tubing placement is over pressure sensors. O use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in an inaccurate fluid delivery or other potential hazard. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pressure sensor failure was not determined. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported that the device had pressure sensor failure. There was no patient involvement.